Event description:
During installation of the pump console, the flow rate module did not display flow readings as expected. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.